Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material was unable to be specified. It was confirmed that the reprocessing was conducted in accordance with instructions for use (IFU) and the foreign material residue point was not deformed. The root cause of the foreign material remained in the device could not be identified. The instruction manual states the detection method associated with the event in "evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection", and preventative measures in "evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that foreign material came out of the nozzle of the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.